Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel of the subject device tested (B)(6) for (B)(6), but the testing result cleared (B)(4) guideline. The testing indicated no microbial growth for other channels. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus was informed that the subject device tested positive for unspecified bacteria(>128cfu /100ml) during a routine surveillance culturing test by the facility. The sites of the subject device, where the bacteria were detected, had not been reported. The subject device had been disinfected using olympus automated endoscope reprocessr(aer) model etd3 (not available in the u.s.a) with peracetic acid. There was no report of patient infection associated with this report.